Event description:
During a procedure utilizing vsp systems products, it was discovered that the surgical guide was not designed to properly follow the surgical plan, resulting in an osteotomy incompatible with the intended implant. This has necessitated the planning of a revision surgery to complete the implantation.